Manufacturer narrative:
The customer's complaint of leak at the back of the filter was confirmed from a photo provided by the customer. The customer¿s photo was evaluated and the reported event of leaking filter was observed to be leaking from the distal vent hole from the micron filter. The root cause of this failure was not identified.

Event description:
The customer reported that a leak occurred in the oncology unit during a pump infusion of a 500ml bag of normal saline containing etoposide 62.5mg, doxorubicin 12mg, and vincristine 0.35mg which was running at 46ml/hr. The bag was hung on (B)(6) at 0251 and the leak at the low sorb infusion set with filter /texium was noted on (B)(6) at 1220. Specifically, the leak was coming from the back of the filter where there is a circular part of the plastic. There was no patient harm.